Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17228566 presented no issues during the manufacturing process that can be related to the reported event. A image analysis has been completed but the final, approved draft of the engineering report and its conclusion is not yet available due to ongoing investigation. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, approximately four years and nine months after an incraft aaa endograft system was implanted, it had to be emergently extracted in its entirety (body and three limbs) due to an endoleak type 3. The four grafts were removed at the same time. The endoleak caused rupture of the aneurysm. The graft was removed surgically and an aorto left common iilac and right common femoral bypass was performed. The patient was hospitalized in the intensive care unit for one week and is currently in ward. The patient is doing okay and currently recovering. There were no delivery problems when initially placed. The device was implanted with an extension due to right common iliac aneurysm with embolization of the right internal iliac artery. There was no device migration. The device removal took four hours and the main body parts from the crown were left in the patient aorta. Image review reveals evidence of a large hole present in the stent graft fabric of an incraft aortic bifurcate that has been explanted from the patient. The stent crown is missing as that is usually retained in the patient after explantation to preserve the renal arteries. The device is expected to be returned for evaluation and images are available for review.

Manufacturer narrative:
Complaint conclusion: approximately four years and nine months after an incraft aaa endograft system was implanted, it had to be emergently extracted in its entirety (body and three limbs) due to an endoleak type 3. The four grafts were removed at the same time. The endoleak caused rupture of the aneurysm. The graft was removed surgically and an aorto left common iilac and right common femoral bypass was performed. The patient was hospitalized in the intensive care unit for one week and is currently in ward. The patient is doing okay and currently recovering. There were no delivery problems when initially placed. The device was implanted with an extension due to right common iliac aneurysm with embolization of the right internal iliac artery. There was no device migration. The device removal took four hours and the main body parts from the crown were left in the patient aorta. Image review reveals evidence of a large hole present in the stent graft fabric of an incraft aortic bifurcate that has been explanted from the patient. The stent crown is missing as that is usually retained in the patient after explantation to preserve the renal arteries. One non-sterile iliac limb 13mm x 8cm was returned for analysis. Per visual analysis there were no anomalies noted. A product history record (phr) review of lot 17228566 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿bifurcated aortic prosthesis endoleak type iiib¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, patient or procedural factors may have contributed to the event as evidenced by elongations on the edge of the hole noted during analysis. Elongations are commonly associated with separations caused by material tensile overload. The concomitant limb prostheses did not appear to have any anomalies or damages associated with them and were not confirmed. According to the safety information in the instructions for use ¿potential adverse events and potential device risks include, but are not limited to: expected clinical adverse events; aneurysmal enlargement, aneurysm sac rupture, endoleak. Expected potential risks associated with the stent graft system; graft erosion, graft material wear, graft puncture. It is recommended that physicians conduct regular examinations and imaging for the patient¿s lifetime. Follow-up imaging should be decided based upon the physician¿s clinical assessment of the patient pre- and post-implantation of the stent graft. After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. Annual imaging is recommended, including abdominal radiographs to examine device integrity (stent fracture, separation between bifurcated device and proximal cuffs or limb extensions, if applicable); and contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information.¿ neither the phr review, the device images nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This report is related to report #: 9616099-2022-05244, 9616099-2022-05245, and 9616099-2022-05247. After further review of additional information received the following sections have been updated accordingly: this device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.